Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, of a 2.50 x 38 synergy¿ drug-eluting stent, upon removal from the hoop, the mid part of the mounted stent struts was stretched and the distal side was clogged. The procedure was completed with a 2.5x38 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Distal and mid-section stent struts were damaged and stretched distally past the distal marker band. The undamaged proximal section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the distal stent was flattened.